Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced packaging tears while opening leaving papers shards in sterile room/field which was noted during use. The following information was provided by the initial reporter: it was reported that the packaging is defective upon opening. They are 20cc ref # 303310. Lot # 8344722.

Manufacturer narrative:
H.6 investigation summary: photo received for investigation; however, it is not possible to evaluate as the package is open. Additionally, ten retention samples were evaluated for package tearing upon opening the package and fiber tear in the package, no defects observed, results were compliant. During the documentary review it was observed that there were no quality notifications that could be related to the reported defect, the lot was inspected and subsequently released according to the established quality criteria. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced packaging tears while opening leaving papers shards in sterile room/field which was noted during use. The following information was provided by the initial reporter: it was reported that the packaging is defective upon opening. They are 20cc ref # 303310. Lot # 8344722.